Event description:
The intralase fs laser was used to create corneal flap for lasik surgery in 2007. One day postoperatively, the patient presented with diffuse lamellar keratitis (dlk) in right (od) eye. A flap lift and rinse was performed od three days later. Patient was treated with topical steroids. The patient's preoperative best corrected visual acuity (bcva) was not provided. The postoperative uncorrected visual acuity (ucva) is 20/20. The patient responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
In 2007, a field service engineer (fse) performed a scheduled preventative maintenance. The laser system met specifications and performed as intended. One week later, an intralase clinical applications specialist (cas) visited the site, modified laser settings according to doctor's preference and found the laser system met specifications and performed as intended.